Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that one falsely depressed troponin (tnih) result was obtained on a patient sample tested on a dimension exl analyzer. The customer reported that the dimension exl analyzer had cuvette forming errors. A siemens regional support center (rsc) specialist connected remotely to the customer site and worked with the customer to resolve the cuvette forming issue. The cause of the falsely depressed tnih test result is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
The customer contacted siemens and reported that one falsely depressed troponin (tnih) result was obtained on a patient sample tested on a dimension exl analyzer. The result was released to the physician(s). The same sample was repeated on the same analyzer and the repeat result was higher and released as the correct result to the physician(s). There are no reports of injury due to the event.